Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First it was reported that error 6150 occurred with the soundstar catheter about 20 minutes after the start of the procedure. The issue was resolved by replacing the soundstar catheter. Then it was also reported that after tissue proximity index (tpi) calibration, an issue in which neither goi nor tpi was displayed was confirmed (the tpi response was displayed in brown). The varipulse catheter was moved and bim acquisition was attempted, but the issue did not improve, so the varipulse catheter was replaced. Even after the catheter replacement, obtaining tpi calibration itself was more difficult than usual. An orange tpi response indicating tissue proximity was observed even when the tissue was not in close proximity to tissue. Multiple calibration was attempted, but it could not be completed. At this point, a patch on the left-chest was displayed as a diagonal line. The patch on the rib was re-applied and secured with tape. Despite this, a different patch on the right chest was displayed as a diagonal line. The patch was re-applied in the same way; however, the issue persisted. Unplugging and re-plugging the advance catheter location (acl) cable resolved the diagonal line issues. Subsequently, when tpi calibration was performed, the speed at which the electrodes turned green was noticeable different, suggesting that the impedance calculation between varipulse catheter and the patch may have had some influence. Then it was reported that pulmonary vein isolation was started from the left pulmonary vein (lpv), but approximately 1 hour after the procedure started, a drop in blood pressure was noted. Echocardiography showed pericardial effusion, so drainage was performed and the patient left the room. 140ml of pericardial fluid was aspirated. Because the aspirated fluid was arterial blood, it is highly possible that one of the following caused the event: the wire, vizigo, or varipulse entered la (left atrium). Manipulation of varipulse during tpi calibration may also have been related. The patient fully recovered and was discharged from the hospital on (B)(6) 2026. The patient required extended hospitalization.